Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The customer confirmed the flash programming issue. The customer reported that the problem was resolved after entering the diagnostic mode. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported an error code flash programming error. There was no patient involvement. Event date not specified: estimate used.